Event description:
It was initially reported that the patient fell on some ice and since that time he had an increase in seizures. Diagnostics were within normal limits and there was no device failure suspected by the physician. It is unknown by the physician's office the cause of the increase in seizures or if the seizures are related to vns. The patient prior to this fall had 3-6 a month and then had more than that in a couple dates. The patient came to the office already implanted with vns so it was unknown if the increase in seizure were above or below per-vns baseline. The patient had two seizure types, falls and staring. The patient has been having what was reported as convulsions (fall type) but there was also noted that the patient was having a lot of shaking due to the pain of the broken rib from the fall so some of the reported "convulsions" may have related to the broken rib.

Manufacturer narrative:
.